Manufacturer narrative:
The customer stated verbally that qc was acceptable. The field service engineer (fse) adjusted the rinse levels for the probes and cuvettes and performed a hardware check successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ldl_c ldl-cholesterol plus 3rd generation and hdlc3 hdl-cholesterol plus 3rd generation results for 2 patient samples on a cobas pro c 503 analytical unit. On around (B)(6) 2022, patient 1 had an initial ldl result of 5 mg/dl. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. On (B)(6) 2022, the repeat ldl result was 112 mg/dl. The sample was also repeated on another c503 analyzer. The result was requested but not provided. The repeat result was deemed correct. On (B)(6) 2023, patient 2 had an initial hdl result of 131 mg/dl. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. On (B)(6) 2023, the repeat hdl result was 33.8 mg/dl. The hdl reagent lot number was 638770. The expiration date was not provided. The ldl reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation is ongoing.